Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be forward firing at 105,778 joules of use; the case was continued using a second fiber. At 237,353 joules, the tip of the second fiber was observed to spin/rotate independently of the metal cap. The procedure was completed using a third surgical fiber. Patient outcome: "ok, no harm to the patient". This report is for the second surgical fiber used.

Manufacturer narrative:
Reference MFR#: 2937094-2013-01286. (B)(4). Fiber analysis: the fiber was found to have a radial fracture distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. The glass cap was found to have shifted forward inside the metal cap as a result of a burnt and damaged adhesion area; metal cap adhesion location exhibits burnt glue. Severe char and detritus on the metal cap wa also observed. The identified issues may activate the fiberlift function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. Th fiber condition may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was suspected to be related to heat accumulation/user handling due to tissue contact and or anatomical/procedural factors encountered during the procedure.